Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Philips field service engineer (fse) informed customer that batteries would need to be replaced on ventilator for the unit to pass performance verification tests. The customer will discuss retiring unit with her manager and has declined service at this time.

Event description:
The customer calling for onsite support for unit found in storage closet marked ¿out of service¿ there was not patient involvement. Event date not specified, estimate used.